Event description:
A malfunction alarm was reported during the pumping process, identified as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had a history of similar cartridge alarms and was provided with a replacement pump, which was under warranty. They planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not disrupted while awaiting the replacement. Technical support confirmed the shipping details and provided instructions on putting the pump into storage mode and returning it within ten days using a prepaid label, which the customer acknowledged.